Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they have been having trouble with their system for the past couple months. Patient stated they met with a representative (rep) and the representative had the patient take the battery pack out of the controller and that seemed to resolve the issue for some period of time. Patient then said the controller started acting up again and the light started flashing orange and a lot of information was coming out. Patient also stated the controller will not charge. During the call, the patient confirmed that there was a green light on the ac power supply when plugged in (and when plugged into a different outlet) but the controller green light above the screen did not respond. Patient confirmed no visible damage to the battery compartment or battery pack. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. The caller noted that starting around the same time, they have been having a lack of therapeutic benefit. The caller said the implant (ins) was not on and would not turn on--however, agent instruc ted caller on how to turn ins on and it was confirmed on the call the ins was on. The pt noted that typically they are at 2.5ma on program 4 but they have their ins at 5.0ma and don't feel stim, are not getting benefit.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.